Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 8.1 mmo/l. The customer pulled the pump out of his pocket and noticed the blank display. The customer stated that the pump had 2 bars on the battery icon. The customer stated that there are no cracks on the screen. The customer does not have new aaa alkaline battery to test with the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement battery cap.